Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of less than 20 mg/dl at the time of the incident. The customer was given intravenous glucagon to treat. The customer experienced symptoms such as irritability and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported damage to the pump battery compartment and to the infusion set p cap. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Event description:
Customer was conscious.